Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was not confirmed. The device was inspected and found no signs of damage with external components. The device was functionally tested using the syringe and was able to inflate and deflate the balloon tip. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the single use 3-lumen extraction balloon would not deflate. The procedure was completed with the same device. There was no report of patient harm.